Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, malposition.

Event description:
Patient representative reported right side "...febrile and inflammatory manifestation occurred", "patient suffers from a general state of malaise even with obvious consequent sleep disorders and overall impairment of quality of life". Later patient's representative reported "badly positioned, with marked lateralization and serious alterations consisting of twisting". Device was explanted.

Event description:
Patient representative reported right side "...febrile and inflammatory manifestation occurred", "patient suffers from a general state of malaise even with obvious consequent sleep disorders and overall impairment of quality of life". Later patient's representative reported "badly positioned, with marked lateralization and serious alterations consisting of twisting". Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.